Event description:
It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 32x2.50 synergy drug-eluting stent was used for szabo technique off label. The stent was advanced but failed to cross the lesion and it was noted that the stent was damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported.